Event description:
Customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on proper button-pressing technique and confirmed the issue persisted. Consequently, technical support arranged for a pump replacement, instructed the customer on returning the faulty pump, and confirmed the customer knew how to use a backup therapy to ensure continued insulin delivery.